Event description:
Correction: a lead fracture was suspected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient presented for follow-up in clinic. Upon review, the right ventricular lead exhibited lead noise which was reproducible with isometrics. The lead was capped and replaced on (B)(6) 2017. No patient symptoms were reported.